Event description:
It was reported, the stimulation turned off when the pt attempted to check the ipg battery status on her programmer. Diagnostics testing revealed no anomalies with the scs system. The pt was reprogrammed and subsequently she reported her recharge burden increased. The physician decided to explant the ipg and replace it with a different model. The pt reported effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.